Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received results of 20 mg/dl, 22 mg/dl, and 87 mg/dl within 1 minute on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips have been used and will not be returned.